Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device had fluid loss. It was noticed the cuff had a hole and some creases. The aus was explanted. No further patient complications were reported.